Event description:
On 6/12/98 at approx 11:00 am, while proceeding with an endoscopic retrograde cholango-pancreatography. A billiary calculi (cholelith) measureing 1.5 x 2 x 0.9 cm. Yellow-purple in color was captured by the basket sheath of the mechanical lithotriptor. An attempt was made to crush the cholelith but the basket catheter at the pipe section broke. The basket catheter was retrieved through surgical intervention on 6/12/98 at 6:00 pm.